Event description:
Pt is a recipient of the charite' artificial disc and is experiencing severe problems and can't get surgeon to give the problem the attention pt feels it needs. Pt has tried for three weeks now to get another appointment and they just keep putting them off. Their pain is worse than before surgery and generates into their legs and feet. Pt really needs help and doesn't know where to turn next. Because it is a study pt doesn't know where to go. Pt just needs some relief.